Event description:
Risk: angiojet proxi thrombectomy set was opened for procedure by scrub tech. Upon inspection of the set, the outer tube which contained the catheter appeared to be fine. The catheter upon removal was noted to have three kinks. It was removed from the table and another set obtained. Set information- reference #: (B)(4), lot #: 21536967, expiration: 10-3-2019. The vendor is being notified. The procedure was completed successfully with no adverse complications to the patient.